Manufacturer narrative:
(B)(4). Date sent: 1/22/2016 information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first firing, the device fired fine. The device was removed from the patient, and when the scrub tech went to remove the spent reload, the cartridge "fell apart." There were no issues with the staple line, cut line, or staple formation. The device and cartridge were set aside and another device of the same product code was pulled to finish transecting the appendix. When pulling the firing handle, the firing "felt strange". But the device cut and stapled fine. It is not known if the device was being fired across any staples or clips. There was no issue with the staple line or staple formation. The device was removed from the patient and when removing the reload, the cartridge fell apart. The plastic of the cartridge body was the issue. It is not known if there was cartridge pan separation. The issues occurred outside the patient and nothing fell into the patient. The surgeon used an enseal device to transect the mesoappendix and completed the procedure without further incident. The case was completed with no harm to the patient.

Manufacturer narrative:
(B)(4). Batch # m54p2g. The analysis showed that the tsb35 device was received in good visual condition and with a tr35b cartridge loaded on the device. The tr35b cartridge was received with the left side fully fired and the right side partially fired 1/2. In addition the cartridge deck was noted to be damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. After further evaluation it was noted that there was damage on the cartridge pan surface and stop alignment tabs. The damage to the cartridge pan and stop alignment tabs is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel.